Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hernia procedure, after a 5 mm instrument was inserted the seal of the device was damaged and it was leaking. They used a new trocar to resolve the issue. There was no patient injury.